Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, two (2) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, two (2) tubes underfilled. No adverse impact was reported regarding the patient or user.